Manufacturer narrative:
The actual samples were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed and revealed deformed blood filter chambers. The reported condition was verified during initial inspection. No functional testing was performed due to the nature of the sample. The cause of the condition was due to the material as part of manufacturing. The retention samples were visually inspected with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) solution administration sets were bent in the mirafilters. It was further reported that the tubing was also twisted. This was observed prior to use. There was no patient involvement. No additional information is available.